Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown concentration of dilaudid at 6 mg/day via an implantable pump for non-malignant pain and chronic low back pain. On 2017-sep-26, it was reported that the patient's pump was alarming after their pump had "died". According to the patient, their pump had died on (B)(6) 2017 and had not been replaced yet. The pump was alarming and the patient noted that the pump had died at 5 years without warning. The patient confirmed that the pump was implanted on (B)(6) 2010, but thought that it had been 5 years since the implant. The patient noted that they were in a lot of pain and went through "detox". On (B)(6) 2017, the patient was given dilaudid pills by their healthcare provider (hcp). After a "couple of days", the patient was itching all over the place and their hcp gave them tramadol. It was later reported that the patient was in serious pain to the point where she could not walk around her house because of the pain in her feet, which felt like she had blisters or rocks in her feet. It was stated the patient's blood pressure spiked to 260 "over something" due to her pain and went to the emergency room (ER) on (B)(6) 2017. It was noted the ER was able to bring the patient's blood pressure down to 134 and the hospital gave her tylenol and codeine. It was further stated that the patient's blood pressure had been spiking since her pump went dead. Additionally, when the patient put shoes on, it would also hurt her feet. The patient's pain was noted to go from her feet up to her knees and stops. The patient also had back pain and it felt like her heart was going to pump out of her chest. It was noted the patient was on morphine for 7 years and the patient was asking her hcp for a prescription, but he would not give her one. It was asked if the hcp could turn off the pump alarm, as the hcp had stated the only way to turn off the alarm was when the pump was replaced. The pump was scheduled to be replaced on (B)(6) 2017. No further complications were reported. The patient¿s concomitant medications included dilaudid and tramadol at unknown dosages.